Manufacturer narrative:
(B)(4). Balloon inflated above rated burst pressure. The device was received. Investigation is not completed.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon ruptured at the first inflation at 18 atmosphere. The target lesion was heavily calcified in the mid circumflex artery. Reportedly, no part or portions of the balloon remained in the anatomy or had to be retrieved from the pt's anatomy. There were no reported adverse pt effects. No add'l info was provided.